Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0511541v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015. Product type: extension, product ID: 3708340, serial# (B)(4), implanted: (B)(6) 200, explanted: (B)(6), product type: extension. Product ID: 97740, serial# (B)(4). Product type: programmer, patient. Product: ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was an infection. The patient had the implantable neurostimulator (ins) replaced due to normal battery depletion. The patient was diagnosed with an infection in the pocket. It was noted that the patient had no history of infections and no medical history that would increase the chances of infection. The patient denied immunodeficiencies. Antibiotics via IV and oral keflex were given. The incision was leaking a yellow fluid for the following 3 weeks. No culture was performed at the time. The patient then had swelling of the spine. The pocket infection had spread to the spine. Infectious disease was called and a culture was performed. The patient did not know the name of the type of infection but it was stated to have been resistant to keflex. This was how the infection spread. The patient was placed on levofloxacin and the complete system was removed. The patient had recovered without sequela. No follow-up was required as all needed information was provided.